Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level displayed as "high", a specific value was not provided the customer addressed high blood glucose by performing a correction injection. The customer changed the infusion set and cartridge, then resumed insulin.